Event description:
The customer contact reported during testing at the user facility the device delivered less than expected. The customer contact reported during testing the device was programmed for a vtbi (volume to be infused) of 40ml, with a container size of 100ml. It was reported after the delivery accuracy test was complete a measured volume of 70ml remained in the container. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.